Event description:
The customer reported there was no x-ray on the system. There was a break on the cable. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep changed the cable. The system was repaired, found to be operating as intended, and released to the customer for use.